Event description:
It is reported that a customer received an alert on their insulin pump. The patient's blood glucose level was at 51 mg/dl. The customer ate a fruit to treat the low blood glucose. The customer stated they found a 'sensor abort" message on their insulin pump when she inserted a new sensor. The customer stated that they will call back if the issue persists. No further information was provided.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.